Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 268 mg/dl for several hours after having a larger-than-usual breakfast while using the ilet bionic pancreas in custom delivery mode; the cause was unclear and a device-related problem could not be determined due to insufficient information. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, although elevated glucose levels are likely related to increased food intake, a definitive cause could not be determined. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.